Event description:
It was reported that approximately four days post implant the patient experienced syncope and pain at the implantable pulse generator (ipg) site. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.